Event description:
It was reported to gore that a patient alleges to have experienced pain, dyspareunia and possible infections after allegedly having been implanted with a gore device.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: operative record dated (B)(6) 2002 indicates: patient underwent a "urethral sling procedure" for "stress urinary incontinence" with a gore-tex sling (gore-tex soft tissue patch). "The gore-tex sling was then placed in the proper position against the urethra..." The sling was then anchored to the periurethral tissue with vicryl suture. Medical record dated (B)(6) 2007 indicates: the patient was admitted for "subcutaneous abscess." Urology consultation dated (B)(6) 2007 indicates: there was an "eroded suburethral sling..." There is no obvious stress urinary incontinence seen with coughing or sneezing. The uterus is normal and well-supported." Medical record date (B)(6) 2007 indicates: "the sling eroded through the vaginal wall at the mid urethra." Operative report dated (B)(6) 2007 indicates: the patient underwent "transvaginal and suprapubic removal of infected gore-tex sling." The operative note indicates that starting three months ago the patient "began to have signs of infection of this sling including suprapubic abcess and drainage through a suprapubic wound." The origin of the suprapubic wound is not provided in the medical records. The device was not returned for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Review of the sterilization records is ongoing.